Event description:
The caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during initial drain. The patient was connected. The baxter technical service representative (tsr) assisted the cg with clearing the alarm and ending the therapy. The tsr reviewed proper procedure per the user manual with the cg and informed the cg they would need to set up with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the cg on (B)(6) 2011 regarding the reported se 2240. The cg stated they were able to continue therapy after starting over with new supplies. The cg stated they did not notice any visible damage or abnormalities with the supplies in use and could not see any air in the lines. The cg stated they did not speak with the nurse about the alarm as they have been told by the nurse to just call baxter when alarms occur. Baxter product surveillance recommended the cg inform the nurse when air is detected. The cg stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon completion of due diligence, the companion device was no longer available for evaluation. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.